Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(4). Implanted: (B)(6) 2003: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6) ubd: 26-feb-2005, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that the pump was not functioning properly and needs to be replaced in november. However, the patient stated that their healthcare provider (hcp) said it should be replaced sooner because it was not giving the patient the right medication every hour. The patient stated that the nurse comes every three months and will be coming this wednesday. The nurse last refill discovered there was more medication leftover than expected so the catheter should be replaced as well. The patient was redirected to their healthcare provider to further address the issue and sent hcp listings for implanting physicians due to the managing hcp not performing implant/replacement surgeries.